Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. Customer called and cancelled service, the issue has been resolved. No further service is required. Covidien was not authorized to evaluate and service this ventilator.